Manufacturer narrative:
The device was received not deployed. The download data shows that a drive stall occurred during the first priming sequence which cause first prime to end prematurely. This resulted in the completion of second prime without the needle mechanism deploying. The device was successfully rerun and no alarms, timeouts, or drive stalls were observed in the rerun data. During the rerun, the needle mechanism deployed as intended and no issues were observed with the drive mechanism being able to rotate the ratchet gear. Inspection of the drive mechanism found no issues that would result in the observed drive stall. The exact cause of the drive stall could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the cannula did not deploy or insert as intended during activation. The pink slide was not forward, indicating a needle mechanism failure.